Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a cut in the outer insulation that likely occurred during explant. A stylet was inserted into the lead lumen with no resistance or obstruction. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing threshold measurements.

Event description:
It was reported that this lead exhibited very high pacing threshold measurements within 20 days post-implant. The lead was explanted and replaced. No additional adverse patient effects were reported. A request was made for the sales representative to provide additional details about this case. No further information has been received. The explanted lead was expected to be returned for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited very high pacing threshold measurements within 20 days post-implant. The lead was explanted and replaced. No additional adverse patient effects were reported. A request was made for the sales representative to provide additional details about this case. No further information has been received. The explanted lead was expected to be returned for laboratory analysis.